Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged labeling anomaly and no delivery/occlusion alarms during therapy causing high bg's. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, sleep current measurement, and active current measurement. Pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6), 2021 at 10:40, 10:46, 10:50, 10:52, (B)(6), 2021 at 01:08, (B)(6) at 2021 11: 39, 16:23, 16:25, 16:26, 16:55, 17:25, 17:50, 17:53, 17:54, 17:55, 17:59, 18:09, 18:16, 18:26, 18:29, 18:30, 18:31, 18:32, 18:42, 18:44, 18:47, 18:50, 18:56, 19:06, 19:08, 19:13, 19:51, 19:52 during a boluses and (B)(6), 2021 at 07:07, 07:10, 07:12, 07:13, 08:31, 08:41, 08:46, (B)(6), 2021 at 12:00, 15:28, 15:29 during a basal in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: faded serial number label, cracked battery tube threads, pillowing keypad overlay, cracked case on corner of belt clip rails, and cracked case on battery tube. In summary, pump passed required testing, thus no confirmed device issues. Customer alleged for no delivery/occlusion during bolus and basal was confirmed. Customer allegation for labeling anomaly was confirmed during visual inspection where faded serial number label was noted. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. The insulin pump will be replaced, and customer agreed to return the product for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.